Event description:
Aide was pulling pt out of shower room when wheel caught on floor strip of door and aide pulled up on shower chair a little to get chair over doorway. Chair fell apart. Since pt was leaning against back of chair. Pt fell backwards onto floor. Pt suffered 1cm skin tear on right elbow. Right rib cage pain, lower back pain and broken neck.